Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a generalized body rash all over his chest and back. The patient reported having very sensitive skin. The patient reported speaking with his doctor and came to the decision to end use of the lifevest. Follow-up indicated that the skin irritation improved once the lifevest was removed.